Event description:
It was reported that the high impedances were measured on the patient's implantable neurostimulator (ins). Specifically, the impedances of >4000 ohms were observed on electrode combinations of #0 <(>&<)> 1, 0 <(>&<)> 2, 0 <(>&<)> 3, 1 <(>&<)> 3, and 2 <(>&<)> 3. It was noted that the patient "falls frequently" and fell again. It was stated that when the patient falls their stimulation turns off. The patient noted that the stimulation therapy was not "really helping" at this time. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v521173, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).